Event description:
It was reported that the patient presented to the hospital for a routine generator exchange procedure. During the procedure, it was noted that the set screw in the generator header's right ventricular port could not be removed due to probable moisture ingress and missing torque resulted in failure in disconnecting the lead. The lead was eventually disconnected after the header was broken. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The reported event of failure to remove set screw from header, contamination of device ingredient or reagent, failure to remove lead from header was confirmed. Analysis revealed that there was blood in both a- and v-connectors making it difficult to remove both the atrial and ventricle leads. All connector dimensions were found to be within specification. Blood was found present in the connector bores. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrews were normal and not stripped, they had no effect on lead removal. The blood was most likely not cleaned from the lead before it was inserted into the connector port at time of implant.